Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels; values were not provided. Suspected cause for one event was due to consuming more food than the intended amount of bolus delivered; however, causes were not known for other high bg events. The customer's sister and daughter provided assistance and a correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.